Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result (patient result = 0.181 ng/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es result was not reported to the clinician because the customer repeated the affected patient sample (repeat patient result < 0.012 ng/ml). There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es patient result was obtained. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed service actions to multiple analyzer subsystems. However, it could not be confirmed that the equipment issues addressed by service were related to the event. Performance testing following service actions demonstrated that the system was operating as intended. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing and/or an equipment or reagent related issue cannot be ruled out as a possible contributing factors.